Event description:
It was reported that the patient had a dog bite/attack three years ago in (B)(6) of 2010. It was noted that the manufacturer representative tried in (B)(6) of 2010 to reprogram the setting and could not get it to work. It was noted that the setting was at 0.0. It was noted that the patient saw 2 arrows on the patient programmer screen with a 60 and was not sure what it was. It was noted that the patient should not feel any stimulation. It was noted that the patient wanted a manufacturer representative to check the device to make sure the implantable neurostimulator (ins) was completely off. It was noted that the patient was getting leg and foot tingling and electrical shocks. It was noted that the health care professional was having the patient do a lot of tests. It was noted that the tingling, numbness started about 9 months ago. It was noted that p1 was at 0 and p3 was at 0. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient did not think that the ins was causing the electrical shocks or the numbing/tingling but wanted to clear their mind. Additional information received reported that the patient was attacked by a dog in 2010 and had been receiving shocks ever since and wanted the device looked at. Additional information received reported that there was an error code of 574 on the patient programmer. It was noted that the caller did not think that the ins was interrogated by an older model card recently. It was noted that the manufacturer representative met with the patient to make sure the ins was off. It was noted that the ins was off and down to zero when the patient saw the representative. It was noted that the impedances were normal. Additional information received reported that all the impedances were within range during testing. It was noted that there was no malfunctions seen and the cause of the issue was not determined. It was noted that the patient would make an appointment with the physician because the patient believed that tingling was unrelated to the spinal cord stimulation. It was noted that the patient wanted to keep the stimulator off in order to determine the issue. It was noted that the patient would call back if they wanted the device to be turned back on and for reprogramming.

Manufacturer narrative:
Concomitant products: product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3708340, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 3998, lot# lb7469, implanted: (B)(6) 2003, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2005, product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient . (B)(4).